Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, d10, g4, g7, h1, h2, h3, h4, h6, h10 d4: UDI # (B)(4). Visual evaluation of the returned implant found nick, gouge, micro-motion, surface scratch. Bone cement adhered to the femur, but not on the tibial plate. Dimensions were measured and found to be conforming to prints. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and hcp seen no visible complication. However, a further review was not performed. A definitive root cause cannot be determined. Per package insert nexgen cr-flex and lps-flex gender solutions female (gsf), knee femoral components): pain is known adverse effect of this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical products: item #: 00576401652, lot #: 60753756, item #: 00597206532, lot #: 60825394, item #: 00598003701, lot #: 60795910, item #: 00598801215, lot #: 60800998, item #: 00579104200, lot #: unknown. Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00600, 0002648920-2020-00081, 0002648920-2020-00082, 0001822565-2020-00602.

Event description:
It was reported the patient underwent right total knee arthroplasty and subsequently, the patient was revised twelve years after the procedure due to pain.